Manufacturer narrative:
(B)(4). Date sent 8/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information: there were no injuries to the doctor or nurse. -there was no effect on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the nurse loaded sr75 into ntlc75 and handed them over to the doctor. Afterwards, when tried to approach the tissue, the knife touched the doctor's hand and he realized that the knife was coming out from the cartridge. The device was not fired after the issue was found. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 8/18/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025. D4 batch #461d26. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage, device and reload tyveks, also a reload present. The reload was received with the knife not completely within doghouse with the swing tab in the unlocked position. The reload had the proximal 2 drivers up with protruding staples, and the remaining drivers down with staples present. Also, reload pan slightly dent on the proximal end was observed. The device was tested for functionality with the returned reloads. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Additionally, a photo was provided and it showed the device along with a reload and tyveks and loose stapler retainer. Also the firing knob can be seen in the non label side. The event reported was confirmed and it is related to improper use of the device. The swing tab in unlocked position and the damage noted on the reload pan are consistent with an improper loading technique. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 461d26, and no non-conformances were identified.